Event description:
The customer stated that the centrifuge on the accelerator aps powered off and a burning odor was noted. Abbott field service disassembled the centrifuge and did not see any visible damage. The power cord was inspected and was visibly charred and melted. An electrical short in the power cord was determined to be the cause of the issue. No smoke or fire was observed. No injury was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).